Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to bbm laboratory in (B)(4) for investigation. A follow up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion: the chemotherapy bag commenced treatment at 1800 on tuesday (B)(6) over 24 hours. The volume of the chemotherapy bag was 1008 mls over 24 hours - rate - 42 mls/hr. When the pump was checked at 1715 on wednesday it stated that there was 43 mls left over an hour. On examination of the bag it was estimated that there was 400 mls left in the bag. Part of this chemotherapy regime, there were 2 bags of chemotherapy infusing over 24 hours in 2 pumps. The other chemotherapy bag infused on time. The pharmacy calculated that there was 300 mls left in the bag.